Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented at follow-up with inconstant pacing lead impedance and increase pacing threshold. The patient medical condition is good.

Event description:
It was reported that the patient received inappropriate high voltage therapy after noise led to oversensing. The physician decided to optimize pharmacological therapy. The patient was stable and there were no adverse consequences.

Event description:
New info received: rv pacing threshold increase was observed. Physician elected to review the patient to be seen in clinic in 6 months. No further information available.